Event description:
Follow-up information provided the patient had ipg explanted and replaced with a new ipg on (B)(6) 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to lack of charging. Troubleshooting was unsuccessful. As a result, the patient is awaiting surgical intervention.